Event description:
It was reported that during a remote follow up, undersensing was noted on the right ventricular (rv) lead. The rv lead was explanted. The patient was in stable condition.

Event description:
Additional information was received indicating the right ventricular (rv) lead was replaced.

Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.